Manufacturer narrative:
Additional device product code used: hwc. (B)(4). Device has not been explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). Device history records review was completed for part# 412.810s, lot# 8997535. Manufacturing location: (B)(4), manufacturing date: jun 03, 2014, expiry date: may 01, 2024. Non-sterile part# 412.810, lot# 8977187. Manufacturing location: (B)(4), manufacturing date: may 09, 2014. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that the reported device was used in surgery for distal radius fracture on (B)(6) 2016. Approximately two months after the surgery, the surgeon confirmed that two locking screws were broken underneath a plate. Patient status was reported as well. Device has not been explanted. This report is for one (1) locking screw. This is report 2 of 2 for (B)(4).